Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a full black screen. Customer's blood glucose was 440 mg/dl. Customer mentioned the device alarmed no delivery alarm, reservoir was empty alarm. Customer changed the reservoir, rewound and refilled the device then the screen went clear. During troubleshooting, device passed the self test. Customer mentioned the device alarmed battery out limit alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.